Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had burning and melting of the plastic distal end cover at the forceps port. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the argon plasma coagulator was used without ensuring a sufficient distance from distal end. However, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: pcf-h180al operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope cf-h180al operation manual chapter 4 operation:4.2 using endotherapy accessories olympus will continue to monitor field performance for this device.